Manufacturer narrative:
(B)(4): investigators were unable to fully investigate battery life due to keypad damage and moisture damage to the pump. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2012, alleging that replace battery alarm was emitted 2 days ago, the battery was replaced and but today again a low battery alarm was emitted. After replacing the battery again today the pump got stuck on verify screen. The reporter was able remove battery and reboot during troubleshooting, but the pump is still stuck on verify screen. The patient is unable to use pump and has changed the battey again and now pump is stuck on the verify screen. There is reportedly no evidence of moisture or damage. The yellow ring was not visible, the rubber isn't damaged; the time and date are correct. The battery cap had been changed within the last few months. The pump will not advance pass the verify screen, and the patient is on a back up plan. There are no reported adverse events related to this issue. This is being reported due to the alleged power issue.